Event description:
It was reported that the patient presented remotely. Upon review, the patient's pacemaker was unable to properly use a template that it had hence was not displaying an atrial egm data. No intervention was made. No patient's symptoms were reported.

Manufacturer narrative:
Further information requested but was not received.